Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va19ckj, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulation lead for parkinson's dual and movement disorders. It was reported that the patient presented with facial droop and a decline in symptoms. A post-operative CT and MRI revealed an edema in the patient's brain around the leads / electrodes; there was no evidence of an infection. Steroids were used to reduce the idiopathic edema and the symptoms consistent with an edema in the brain. The health care provider (hcp) was thinking of attaching the leads to the implantable neurostimulator (ins) on thursday of the week of this report. The hcp stated that they did not know the cause of the edema.

Event description:
Additional information was received. It was reported that the cause of the edema is unknown. It was also reported that the edema was resolved.

Event description:
Follow-up was received from the manufacturer representative, no additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the manufacturer representative reporting that the edema in the patient's brain around the leads has not been completely resolved and the patient is being monitored. The representative also reported that the cause of the edema was not known.